Manufacturer narrative:
One infusion pump was returned for evaluation. Visual inspection of the device found it to be in good physical condition. Force sensor test error was found in the event history log of the pump. Device was powered up and calibration verification test performed. Reported problem duplicated during power up process. Force sensor is out of calibration. Problem source has been determined to be normal wear and tear of the device.

Event description:
Information was received that device has force sensor error. No adverse effects reported.